Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 322 and had a delayed keypad response. A review of the event history log revealed system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported events .the cause of the system error 322 was identified to be a failing lower link switch, the lower auxiliary was replaced to correct the condition. The cause of the delayed keypad was identified to be a failing processor printed circuit board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)) and the keypad was delayed. No additional information is available.